Manufacturer narrative:
(B)(6) 2019 - we were informed that intermittent oversensing was also observed on this lead. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated approximately 10 cm distal to the is-1 connector pin, in the region of the suture sleeve deformations of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In addition, cuts in the insulation were found which resulted most likely from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high thresholds. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.